Event description:
It was reported, :the patient underwent catheterization on (B)(6) 2023, and on (B)(6) 2024, the patient was admitted to the hospital for chemotherapy, and the infusion drug was started for about 30 minutes, and there was oozing at the puncture site, the nurse considered that the catheter had ruptured, and pulled the catheter out, about 21cm position, and found a rupture point, the nurse immediately removed all the catheters and established a new venous access." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported, :the patient underwent catheterization on (B)(6) 2023, and on (B)(6) 2024, the patient was admitted to the hospital for chemotherapy, and the infusion drug was started for about 30 minutes, and there was oozing at the puncture site, the nurse considered that the catheter had ruptured, and pulled the catheter out, about 21cm position, and found a rupture point, the nurse immediately removed all the catheters and established a new venous access." No other information was provided.

Event description:
It was reported, :the patient underwent catheterization on (B)(6) 2023, and on (B)(6) 2024 the patient was admitted to the hospital for chemotherapy, and the infusion drug was started for about 30 minutes, and there was oozing at the puncture site, the nurse considered that the catheter had ruptured, and pulled the catheter out, about 21cm position, and found a rupture point, the nurse immediately removed all the catheters and established a new venous access." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl groshong catheter was returned for evaluation. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a needle. Microscopic examination of the catheter hole found between the 20 and 21cm marks confirmed it was typical of contact with a needle, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on the bevel of a needle. The size of the hole was within the outside diameter of commonly used needles. The fracture edges were sharply formed and had planar (flat) surfaces. The damage also contained the overall shape of a chevron 'v'. This shape is common to many needle bevels, and this shape is often transferred onto the catheter when punctured by a needle. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.